Event description:
During procedure, the pedal of an erbe electrosurgical system generator stuck 2 times in the on position during cauterization. The device did not cause harm to the patient. A work order placed in system. Machine switched out and sent to biomed for examination.